Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07039. Related manufacturer reference number: 1627487-2019-07040. Related manufacturer reference number: 1627487-2019-07041. Related manufacturer reference number: 3006705815-2019-02250. Related manufacturer reference number: 1627487-2019-07057. Related manufacturer reference number: 1627487-2019-07058. Additional information received indicated that patient had a good stimulation coverage. Reprogramming was also performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the whole scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07039. Related manufacturer reference number: 1627487-2019-07040. Related manufacturer reference number: 1627487-2019-07041. Related manufacturer reference number: 3006705815-2019-02250. Related manufacturer reference number: 1627487-2019-07057. Related manufacturer reference number: 1627487-2019-07058. It was reported the patient is experiencing ineffective stimulation. Surgical intervention may be pending to address the issue.